Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. Customer also reported the insulin pump error alarm. Customer was able to clear the alarm and the rewind the insulin pump. Customer was performed self test and it was passed. No harm requiring medical intervention was reported. Trouble shooting was performed and the customer will continue to use the device.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. The pump was monitored for several hours and no unexpected failed batt test or battery failed alert noted. Also, no unexpected pump error 82 alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 03/08/2022 20:59:28.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: 03/08/2022 20:58:55.000 and 03/08/2022 20:59:13.000 earliest power data available per the power management tool/detail trace file is on 3/14/2022 3:52:06 am. There was no power data available for the event date of march 08, 2022. Unable to check power data for failed batt/battery failed alarm. Pump error 82 alarm was recorded and found in the formatted history file on: 03/08/2022 20:53:16.000 no pump error 37, 38, 39, 41, 42, 43, 79, 80 and 130 alarm on the formatted history file noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Pump error 82 alarm, problem isolated on the electronic assembly. Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Unexpected failed batt test or battery failed alert was not confirmed. Pump error 82 alarm was confirmed. Pump error 82 alarm, problem isolated on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.